Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Based on new information, the implantation date has been corrected ((B)(6) 2024 instead of (B)(6) 2024). This is the final supplemental report, the complaint is closed.

Event description:
Dislocation of the polyethylene plateau [customer].

Event description:
Dislocation of the polyethylene plateau [customer].